Manufacturer narrative:
Patient weight-unk. Product manufactured but not sold in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.5/+3.0/82 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the patient experienced refractive surprise. As of the date of MDR submission, the lens remains implanted in the patient amd therefore, has not been returned for evaluation.